Event description:
The customer reported having high blood glucose of 515mg/dl. The caller experienced frequent urination, feels tired and thirsty. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found bad battery, low battery, and low reservoir alarms. The drive support cap appears to be normal. Ran a manual prime test and the insulin did exit. Performed the high pressure test and passed. During the call, the customer mentioned being hospitalized for high blood glucose for more that four years ago. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.